Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer occasionally changed infusion sets and cartridges or continued insulin administration without changing any supplies. Reportedly, the customer failed to properly cycle the cartridge and uses cold insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use and that insulin should be at room temperature before filling a cartridge.